Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-04175 and MFR. Report # 3005099803-2010-04176). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that the length of the cut wire area was bent. A second device was obtained and it was noted that the length of the cut wire area was bent. Both devices were not used inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed